Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer did not report how the pump time became inaccurate. Customer declined adjusting the pump time to be accurate. Customer had elevated blood glucose (bg) levels (293 mg/dl). Customer delivered a bolus to address elevated bg levels.